Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and determined that the power cord functionality was intermittent. Replaced power cord and completed performance testing and the ventilator operates within factory specifications.

Event description:
The customer reported that the ventilator does not run on ac or dc power. No patient involvement.